Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: uchida, s., et al (2018), endoscopic shelf acetabuloplasty can improve clinical outcomes and achieve return to sports-related activity in active patients with hip dysplasia, knee surgery sports traumatology arthroscopy, vol. 26, pages 3165-3177 (japan). This report is being filed after the review of the following journal article: uchida, s., et al (2018), endoscopic shelf acetabuloplasty can improve clinical outcomes and achieve return to sports-related activity in active patients with hip dysplasia, knee surgery sports traumatology arthroscopy, vol. 26, pages 3165-3177 (japan). The study emphasizes on the investigation of the clinical outcomes and return to sports activity after endoscopic shelf acetabuloplasty combined with cam osteoplasty with labral and capsular repairs. A total of 32 patients (36 hips; 11 males and 21 females) with an average age of 28.5 years (12-51 years) were treated with bioabsorbable suture anchors (depuy mitek sports, (B)(4)). There was a minimum follow-up of 2 years (average 32.3 ± 3 months, range 24¿48 months). The following complications were reported as follows: 3 patients were unable to return to sports activity altogether. Of the latter, 1 patient experienced progressive knee osteoarthritis and one had multidirectional shoulder instability. 1 patient opted out of participation in sports by choice and reported no discomfort 2 patients had transient lateral femoral cutaneous nerve (lfcn) neuropraxia this report is for a bioabsorbable suture anchor (depuy mitek sports, (B)(4)).